Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, two rx xience v stent (2.5 x 15 mm and 3.0 x 23 mm) were implanted. However, in 2009, the pt began experiencing continuing angina with exertion, which required hospitalization. A diagnostic coronary angiogram was performed, but there was no change in status since the previous angiogram in 2009. An electro-cardiogram (ECG) was also performed and the results indicated that the pt had not experienced a myocardial infarction (mi). The pt was discharged from the hospital four days later. However, at about one month later, the pt reportedly experienced continuing angina with exertion, jaw pain, and nausea, which required hospitalization 2b days later. Diagnostic coronary angiography was performed and stenosis was noted, which required treatment with percutaneous coronary intervention (pci) in the next day. An ECG was performed again, and there was still no indication of a myocardial infarction. The pt was discharged from the hospital in the following day. No additional event or pt info is available.

Manufacturer narrative:
The second rx xience v 3.0 x 23 mm (part#1009541-23/ lot#8072461) is being filed under the same MFR number. Angina, pain, nausea, and stenosis, as noted in the instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Angina, pain, nausea, stenosis, and hospitalization are listed in the risk assessment matrix. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. A conclusive cause cannot be determined.